Manufacturer narrative:
Results - a visual inspection of the returned product found the lens optic torn into two pieces. A piece of the lens optic and one haptic were torn off and missing. There was evidence of reddish residue. Conclusion - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector & cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the back haptic was stuck in the cartridge and tore. The lens was removed with no pt injury, no enlarged incision or sutures.